Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the patient experienced blurred vision and anisometropia.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient experienced unknown issue. The lens was exchanged for a different lens within 5 months after initial implantation.

Manufacturer narrative:
Product evaluation: the lens was returned in a specimen container. Blood and solution is dried on the lens. Both haptics are slightly bent in the distal area. The optic is cut, typical of an insertion and removal. The optic has additional scratches and scrape marks near the cut areas. Power and resolution testing could not be conducted due to the extensive optic damage. The customer indicated the use of a qualified cartridge and a non-qualified viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The monofocal toric lens (1.50cyl), 21.0 diopter was replaced with a non-toric competitor lens 21.0 diopter. The manufacturer internal reference number is: (B)(4).